Event description:
Three weeks after being injected in the nasolabial fold area with juvederm ultra, the pt reported adverse symptoms. The area is now raised, white, and lumpy. The pt has broken blood vessels near the injection site. The pt also reported noting a scar has also appeared in the treatment area. Allergan attempted to f/u with the physician for their medical professional observation to confirm the pt's report. At this time, the physician would not provide allergan with any info regarding this event. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.